Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service center, the service technician was not able to duplicate the customer's reported issue during testing and evaluation. The unit functioned as intended with no issues.

Event description:
It was reported to vyaire medical that the ventilator shut down twice while in use on a patient. The customer stated that the unit just stopped delivering breaths. There was no patient harm associated with this reported event.